Manufacturer narrative:
As the exact date of the follow-up examination is unknown, (B)(6) 2021 will serve as the date of event for this report. It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿adverse events that may occur and / or require intervention include, but are not limited to, arterial thrombosis, and occlusion of device or native vessel.¿

Event description:
On (B)(6) 2015, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After a trunk-ipsilateral leg endoprosthesis was implanted below the renal arteries, a 20mm x 13.5cm contralateral leg component was implanted on the left side, and a 20mm x 9.5cm contralateral limb was implanted to extend the ipsilateral leg distally on the right side. On an unknown date in (B)(6) 2021, the patient complained of bilateral leg pain. Follow-up examination on this day reportedly confirmed stenosis of the right external iliac artery, occlusion from the left external iliac artery to the contralateral limb, and stenosis and occlusion from the left superficial femoral artery to the popliteal artery. According to the report, no kinking was observed in any of the implanted devices. It was reported the thrombus was attributed to ¿poor distal run-off¿. On (B)(6) 2021, the patient underwent a reintervention procedure, including femoral artery-femoral artery bypass surgery, stent placement in the right external iliac artery, thrombectomy, and percutaneous transluminal angioplasty from the left superficial femoral artery to the arteries below the knee. The patient tolerated the procedure.